Event description:
A surgeon reportd performing intraocular lens (iol) exchange surgery due to a pt's complaints of night glare from headlights. The iol was replaced with a different model. Additional info has been requested.

Event description:
The surgeon provided additional info indicating the pt complained of glare and halos for five years, since the lens was implanted. The symptoms improved after lens exchange.